Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device was performed. There was no evidence of inadequate ptfe coating along the wire, and no additional nonconformities were noticed. The device was in specification for length and diameter and was clean, smooth, and free from foreign materials, lumps, tears, die marks, waviness or striations. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, in a lower extremity angioplasty with atherectomy procedure, the coating of the roadrunner extra-support bare mandril wire guide came off while threading on a 2.4mm phoenix catheter. The hydrophilic coating was activated by wiping it with gauze that had been dipped in heparinized saline. The wire was removed and the physician used a "new and different wire" to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.